Manufacturer narrative:
Investigation summary: a direct correlation between the reported hemolysis and heartmate ii lvas, serial number (B)(4) could not be conclusively established through this evaluation. The account communicated that the patient experienced hemolysis on unknown date. This event was originally reported under (B)(4). No alarms were reported for this event. Multiple requests for additional information were sent to the account; however, no further event details were provided. It should be noted that additional events of elevated ldh were reported on 05mar2019 (investigated under (B)(4)) and 22mar2019 (investigated under (B)(4)); however, the patient remains ongoing on heartmate ii lvas, serial number (B)(4). The hmii lvas IFU lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system and contains information regarding the recommended anticoagulation therapy and inr range. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
Date of event is estimated. Approximate age of device- 9 months, 2 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient experienced hemolysis on unknown date.